Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), the reporter contacted animas and alleged that on (B)(6) the patient experienced a blood glucose of 472mg/dl, with vomiting, and symptoms of dehydration, associated with an alleged prime issue. Reportedly, the patient discontinued pump therapy, and received treatment of insulin via injection and intravenous fluids, by their healthcare provider in the emergency room. During troubleshooting with customer technical support, it was revealed, the patient was diagnosed with diabetic ketoacidosis. The prime history was reviewed and the record indicated the tubing was not being fully primed during the infusion set changes, and the infusion set was being changed every four days. The reporter was educated don the correct prime volume amount during the site change when the patient is disconnected from the pump, and was referred to their healthcare provider as needed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.